Event description:
Ous MDR - boston scientific received information that during a routine follow-up, this right atrial lead was confirmed dislodged. The physician elected to surgically intervene and explant and replace the product. No allegations and no return of product is expected. No adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.